Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported, we have had problems with PICC lines leaking. It leaks just inside the insertion site, i.e. The part that lies under the skin. A specific number of affected devices or patients was not provided by the complainant.